Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experience high blood glucose level of 432 mg/dl. The customer stated that the pump saying sg value not available. Troubleshooting was performed. Customer was advised to monitor the pump and call back if further assistance is needed. The product was not returned for analysis.